Event description:
Pt status post liss plate implantation returned to surgeon and an x-ray showed four (4) broken screws and a non-union. Surgeon removed the hardware and revised the pt.

Manufacturer narrative:
This info was not provided during the initial report. Add'l info has been requested. Implanted in 2009. Synthes is unable to provide the MFR, PMA/510k number, and/or the date of manufacture without a part/lot number, or device provided.